Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker system exhibited a low out of range pace impedance measurement less than 200 ohms on the right ventricular (rv) lead which triggered a lead safety switch (lss). As a result, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. There was a subsequent alert for the rv automatic threshold test being suspended in the unipolar configuration and the device set a fixed rv output of 5 volts. The rv threshold was noted to be high at approximately 3 volts. In addition, there was possible rv loss of capture observed in the unipolar configuration. The device was subsequently explanted and replaced. The rv lead was electrically abandoned but physically plugged into the left ventricular (lv) port of the new cardiac resynchronization therapy pacemaker (crt-p) device by the physician in order to not have a surgically abandoned lead. This was done in anticipation of possible future magnetic resonance imaging (MRI) scans. No additional adverse patient effects were reported.